Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a bur. When the bur fell out of the device, it remained in the bone of the patient until it was removed manually by the doctor. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device not retaining a bur was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, and it was determined that a bent drive shaft can cause the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a bur. When the bur fell out of the device, it remained in the bone of the patient until it was removed manually by the doctor. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.